Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5118956). The manufacturer received information alleging with duodenal adenocarcinoma, also suffered with sporadic respiratory infection, and headache while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
Additional information received and section h11 should be reported as: previous manufacturer missed to capture 510k number and it has been corrected in this report. In box d: product brand name has been updated in this report. In box h: health impact code has been updated.